Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified number the bd safetyglide¿ needle separated during compounding. The following information was provided by the initial reporter: there have been a few more incidents involving the same defect [...] We have still been receiving that lot number in our orders. I have attached a photo of two needles that separated during compounding.

Event description:
It was reported that unspecified number the bd safetyglide¿ needle separated during compounding. The following information was provided by the initial reporter: there have been a few more incidents involving the same defect [...] We have still been receiving that lot number in our orders. I have attached a photo of two needles that separated during compounding.

Manufacturer narrative:
It was reported the needle was separating from the hub. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two needle hubs with no needle, and two loose needles next to the needle hubs. No other information could be obtained from the photos. A device history record review was completed for provided material number 305197, lot number 1335575. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.